Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the battery casing device seized, was jammed, and heavy moving. It further noted the lid clamped. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure it was observed that the small battery drive device had no power while in use with the battery casing device. During in-house engineering evaluation it was found that the battery casing device seized, was jammed, and heavy moving. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.